Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported that the infusion sets cannula were bent upon removal and had high blood glucose and was treated using correction injection via multiple daily injection (mdi) as well as bolus via pump and the symptoms like nausea and fruity taste in mouth were observed within three or more hours after insertion.